Event description:
Patient was inquiring about his implantable cardioverter defibrillator following syncope and arrythmia. The cause of the reported symptoms was unidentified and no further information was provided to determine whether symptoms were device related.

Event description:
It was reported that the patient had arrythmia and episodes of syncope. Further information was requested, but not yet available. The patient was stable.